Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 50 mg/dl was entered into the pump by the user on (B)(6) 2019 at 12:46 pm. Cgm alert 3 (cgm glucose reading below user threshold) was annunciated. Prior to the low bg, user requested a 2.5 unit bolus 35 grams of carbohydrates without entering current bg and while still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated and low blood glucose levels. In addition, it was reported that the customer received an incomplete bolus alert without requesting a bolus. Customer declined to provide any additional information regarding the reported issues. Reportedly, the customer continued to use the pump for insulin therapy.